Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. The facility declined to provide this information. The angiosculpt device was unable to deflate. During withdrawal, the shaft separated in the patient. Additional intervention was required to remove from the patient. Due to the intervention, the patient stayed in the hospital longer for blood loss. No piece of the angiosculpt device was retained in the patient. Patient information regarding relevant tests/laboratory data, or medical history is unknown. This information was not available from the facility. (B)(6). The angiosculpt device was returned in two pieces. The device separated at the distal shaft and the transition tubing was severely stretched. Under microscopic inspection, all pieces of the device were accounted for. Due to the nature of the returned device, it could not be determined why the balloon was unable to deflate. Based on the lab analysis, it is probable that excessive exertion of force was applied, resulting in the device separation. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
The angiosculpt device was inflated below rbp (12 atm) and did not deflate properly, it was blocked in the artery. An introducer sheath exchange from a 6f terumo to a 7f cook was necessary to remove the angiosculpt out of the artery. The patient was originally scheduled as an outpatient. However, due to the intervention, the patient was hospitalized longer due to blood loss.